Event description:
The customer reported via phone call that his blood glucose level kept increasing. He experienced a high blood glucose level of 286 mg/dl. He corrected his high blood glucose with syringes but his blood glucose level would not drop. The insulin pump alarmed no delivery. He was feeling numb. The high pressure test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. No unexpected no delivery alarms were noted. Insulin pump received with black shadow on the display due to warped/uneven pcb on the lcd board. Unit received with cracked case at display window corners.